Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issues were confirmed. The connector had water leakage and the c-plate was broken. The distal end biopsy channel was perforated, incised, and had cuts. The plastic distal end insultation was under threshold. The light guide cover lens (3x) was damaged, and the light guide cover lens (1x) was chipped. The charge-coupled device cover lens had a sharp edge (snag). The bending section cover glue was separated. The down and up plates were deformed. The wire stopped came off. The connecting tube/passive bending stiffness control was out of specified value. The charge-coupled device unit had white dots. Recommended replacements included a light guide bundle with fiber breaking, a scratched connecting tube, a corroded mouthpiece, an air /water nut, and suction cylinder nut with painting peeling off, and a scratched ring. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the bowden cable on the evis exera iii colonovideoscope was broken, and the scope was leaking. The issues were found in reprocessing. No patient harm reported. During the evaluation of the device, it was noted the angulation became locked and could not disengage. This report is to capture the reportable malfunction of the angulation became locked and could not disengage noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to long-term user handling. The event can be detected by following the instructions for use which state: "inspect the endoscope and bending mechanisms." Olympus will continue to monitor field performance for this device.